Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer experienced hypoglycemia. The customer blood glucose level was 50 mg/dl, but she could still saw the pink dots on the screen. The user alleged the insulin pump was over delivering insulin due to giving micro bolus and refused troubleshooting and insisted on replacing pump. The reservoir will not be returned for analysis. Unomed set.